Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following treatment. Patient did not finish treatment on the previous day and in the morning noticed that the top right side of the membrane part of the cassette was expanded and fluid was leaking. The patient had already disposed of the tubing set. During follow up the patient's pd nurse reported the patient advised her that the cycler made a bubble through the membrane of the cassette. The patient did not have an adverse event associated with this leak.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following treatment. Patient did not finish treatment on the previous day and in the morning noticed that the top right side of the membrane part of the cassette was expanded and fluid was leaking. The patient had already disposed of the tubing set. During follow up the patient's pd nurse reported the patient advised her that the cycler made a bubble through the membrane of the cassette. The patient did not have an adverse event associated with this leak.

Manufacturer narrative:
UDI: (B)(4). A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following treatment. Patient did not finish treatment on the previous day and in the morning noticed that the top right side of the membrane part of the cassette was expanded and fluid was leaking. The patient had already disposed of the tubing set. During follow up the patient's pd nurse reported the patient advised her that the cycler made a bubble through the membrane of the cassette. The patient did not have an adverse event associated with this leak.